Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Available log files did not cover the period of the reported event date. During review of the available log files, it was determined that the battery did not participate in the event given the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. No failure was detected. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported by the vad coordinator that on (B)(6) 2015 the patient heard a single beep coming from their controller while the controller was connected to a battery and the controller ac adapter. The same battery was connected to the controller on (B)(6) 2015 when the patient heard a beep coming from the controller once again. One hour after the "beep", the patient experienced a loud message indicating: "replace battery". The patient exchanged the affected battery and the issue was resolved. There were no patient consequences associated with the event.